Event description:
The customer wasn't feeling well. The device was used to check their blood glucose and a reading of 200 mg/dl was obtained. Spouse took patient to the hospital and their glucose was 69 mg/dl there. Patient was admitted overnight and given a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.